Event description:
Additional information indicates that the product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicates that there was significant lead coiling and bunching discovered at explant, twiddler was suspected. There were no additional adverse patient effects reported. All available information indicates that the product remains implanted.